Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after right ventricle (rv) pacing was performed with the stsf catheter and left arteriography was performed, the patient became hypotensive and pericardial effusion was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. After that, a magnetic sensor error occurred when the stsf was reconnected to remove the wiring. Reminder of the procedure was aborted for safety assurance. Patient¿s outcome is unknown. There¿s no indication that prolonged hospitalization was required. Physician commented that there seemed no relationship between products and this issue. No bwi product malfunctions were reported. There was no evidence of steam pop during the ablation. Magnetic sensor error is not MDR-reportable. Since cardiac tamponade event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 2/18/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 71-year-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after right ventricle (rv) pacing was performed with the stsf catheter and left arteriography was performed, the patient became hypotensive and pericardial effusion was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. After that, a magnetic sensor error occurred when the stsf was reconnected to remove the wiring. Reminder of the procedure was aborted for safety assurance. Patient¿s outcome is unknown. There¿s no indication that prolonged hospitalization was required. Physician commented that there seemed no relationship between products and this issue. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30438400m] number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).